Manufacturer narrative:
(B)(4). Batch #m91j0m. The device was received with the shaft slightly bent at the proximal side. The device was connected to a test handpiece and tested on a gen11. Upon functional testing it was noticed that the device shaft showed abnormal high temperature at the bent area, this because of the friction with the blade as the bent shaft was making undesired contact with the blade. As there is insufficient information to determine how the shaft got bent and since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the shaft got bent. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux en y procedure, the doctor stated that the shaft of the device started to get abnormally hot. Said the shaft heated up to a point he has never seen. Case completed with another device of the same product code. There were no patient consequences reported.